Event description:
Have concerns that office may be using the medichoice m500812 ultrasound gel or a similar product that may be contaminated. Both under (B)(6) hospital. Each time they used gel and inserted an object my condition worsened. Have not found the cause after multiple tests. Still having health issues four weeks later and no one knows what's wrong with me. Assuming same gel each time as same hospital system. Issues began within hours of initial pelvic exam and worsened after ultrasound. Ref report: mw5146979.